Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a keypad anomaly. The blood glucose level was unknown. The customer reported that the down arrow and back button usually take up to 3 presses to respond. Customer stated that there was no response from any button. The customer was advised to monitor the time display and they stated that the minutes change. The troubleshooting was performed for keypad anomaly. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.